Event description:
Reporter indicated vns systems diagnostics were last within normal limits on (B)(6) 2012. It is not known what to attribute the seizure increase to per the reporter. The increased seizures are below the patient's vns baseline level, and consist of hemi-tonic and tonic-clonic seizure types. It is also unknown what to attribute the change in seizure pattern and increased seizures to, as the patient's epilepsy is very intractable. No vns programming changes, medication changes, or other factors precipitated the increased seizures or change in seizure pattern. The vns generator was replaced as an intervention for the increased seizures and change in seizure pattern. Attempts for return of the explanted vns generator have been unsuccessful to date.

Event description:
It was reported via clinic notes dated (B)(6) 2012, that "since last visit, patient was doing well with only 1-3 seizure episodes at night, which were milder and shorter, per mom. Patient's seizures remained either short tonic seizures or tonic clonic activity on right side with increased tone on the left. However, over the last week, patient has had worsening of symptoms and seizures. Mother notes they seem stronger at night and he is also having myoclonic jerks lasting a brief second during the day. They are concerned that the last two days, he has been swaying with strange look on his face." Vns was checked, and current settings are as follows: 1.75/30/500/30/0.8/200/60/500. No changes were made to vns settings and battery life was at 40%. Patient underwent prophylactic generator change on (B)(6) 2012.

Event description:
The explanted vns generator was returned for analysis on (B)(6) 2012. No anomalies were noted during the analysis, and the generator performed per specifications. The battery was partially depleted, with the ifi = yes.

Manufacturer narrative:
.